Event description:
The customer reported that the 840 ventilator was inoperable. The malfunction did not occur during pt use. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to perform ground isolation test and swap the inspiratory modules to diagnose problem. The customer notified covidien that reseating the inspiratory module resolved the reported issue. Covidien not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).